Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer. The complaint breathing circuit was visually inspected and pressure tested for leaks. Results: the visual inspection revealed no damage to the expiratory (evaqua) limb or the dryline. The pressure test identified the breathing circuit to be within specification for this product. Conclusion: no fault was found with the returned complaint breathing circuit. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The user instructions supplied with the rt340 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via our distributor that the expiratory tube of an rt340 adult dual-heated evaqua breathing circuit was leaking during use. No patient consequence was reported.